Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Apparent explant damage.

Event description:
It was reported that during the implant attempt, the physician had difficulty placing the lead initially. During post-op testing, the lead was determined to have dislodged. The lead was explanted and replaced. Upon inspection, the helix was found to have tissue attached. No patient complications have been reported as a result of this event.